Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material could not be identified and the cause of the material remaining could not be conclusively determined. However, it is likely the material remained due to physical damage of the device. Furthermore, it is unknown if the user's reprocessing was conducted in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope's actuator exhibited foreign material. There was no patient involvement.